Event description:
During a procedure the morcellator tip malfunctioned and just stopped operating. It had previously been working fine. The equipment was checked for malfunction and none found. A new morcellator tip was opened and used without incident. The procedure was delayed 15 minutes.